Event description:
It was reported that the balloon ruptured. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. A 6mmx2.00mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured and was vertically separated in the blade side upon first inflation at 7atm for 5 seconds. The device was able to remove from the patient's body without any problem using the normal method. The procedure was completed with a different device. No complications reported and patient was in good condition post procedure.

Manufacturer narrative:
Initial reporter address 1: (B)(6).